Manufacturer narrative:
This report is submitted on july 08, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. Subsequently, the device was electively explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 27, 2021.